Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72" and defib fault 76" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll med corp; the malfunction was duplicated and attributed to a faulty resistor on the pace/defib engine. Analysis for reports of this type has not identified an increase in trend.